Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was motor error. Customer's blood glucose level was unknown. Customer also stated that the random no delivery alarms and takes longer to rewind and rewinds slower. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test and a21 error tests. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, the pump passed the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm, unexpected no delivery alarm or rewind anomalies were noted during testing. The motor was tested outside the device and it passed.